Event description:
On 11/13/92, a 28 year old caucasian female underwent surgery for removal of bilateral breast implants and capsules, replacements with saline implants and mastopexy. It was found on the inferomedial pole of the left breast implant that a rupture had occurred a t a point which appeared to be a kinking of the implant cover. Extruded gel was noted but was encapsulated.the patient tolerated the procedure well and left the operating room in good condition.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.